Event description:
It was reported that the patient experienced an inappropriate shock. The patient was then hospitalized due to the shock and another health issue. Reprogramming was done and the lead is still in use. It was noted he patient was part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.